Event description:
It was reported by the customer that on (B)(6) 2010, the fiber got stuck in the fiber port at 0 joules. The case was aborted and no pt injury was reported. The device was not returned for evaluation.